Manufacturer narrative:
Tech found the bed in basement. Head of stretcher would drift down due to defective gas spring. Replaced the gas spring and did function test to resolve this issue.

Event description:
Complaint alleged that the head of stretcher would drift down.